Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call that the insulin pump alarmed failed battery test when they were replacing the battery on the insulin pump. The customer's blood glucose reading was unknown. Troubleshooting was not completed as the caller declined to continue because they knew that the battery they used was bad. They will not send back the device for analysis.